Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces.

Event description:
It was reported a patient underwent a left total hip arthroplasy on (B)(4) 2002 and a right total hip arthroplasy on (B)(6) 2002. Subsequently the patient underwent a left hip revision procedure on (B)(6) 2014 due to poly liner wear. The poly liner and head were removed and replaced. No revision has been reported for the right hip.